Event description:
Medwatch received from FDA on 05oct2015 with uf/importer report# (B)(4). On (B)(6) 2015, a patient underwent a cervical fusion. The patient was prone on a jackson spine table. The head was secured with pins in a mayfield headrest. While the surgeons were inserting the cervical hardware, the patient's head slipped in the mayfield headrest, causing a laceration on the right side of the patient's head. The laceration was approximately 1 inch. Upon completion of the surgery, the mayfield headrest was removed. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/01/2015 . The investigation included: methods: review of device history records. Review of complaints history. Results: a DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. Lastly the correct product ID was not provided a DHR review will take place once either of these items has been provided. No manufacturing or design related trend has been identified. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined.